Event description:
It was reported that customer experienced issues with fill estimate, including insulin gauge showing different amount than expected. There was no reported impact to the customer¿s blood glucose level. Customer did not want follow-up, cts documented email with no additional information obtained.